Event description:
Reported as lap band port infection and removal.

Manufacturer narrative:
Strain relief. The product associated with this report has not yet ben returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a strain relief. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining aprobable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."